Manufacturer narrative:
The device was returned for evaluation and a visual examination was performed with the following observations: liner fully expanded. Distal tip opened, but split. One (1) kink at 9cm from strain relief. Liner partially delaminated and bunched towards the hub at distal tip. Due to the nature of the complaint, no applicable functional or dimensional testing was able to be performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of sheath distal tip split was confirmed based on evaluation of returned device. Due to unavailability of the device's lot number, a review of the DHR and lot history were unable to be performed. However, no manufacturing non-conformances that would have contributed to the complaint event were identified. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''during valve deployment the balloon burst, but the valve resulted fully deployed. It was decided to remove the delivery system through esheath+ but it was not possible due to the nature of the rupture of the balloon. It was observed that the distal tip of the esheath was split.'' Per evaluation of the returned device, the sheath distal tip was found to be split. Additionally, the liner was bunched towards the hub and partially delaminated at distal end. In this case, the balloon of the associated delivery system had burst during valve deployment. Withdrawal of a delivery system with an altered balloon profile can lead to the system to catch onto the distal tip and/or liner. Applying additional device manipulation to overcome the encountered withdrawal difficulties may contribute to the observed distal tip split. As such, available information suggests that procedural factors (withdrawal of altered balloon profile, device manipulation) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventive action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of an implant of a 23mm sapien 3 ultra valve in the aortic position by right transfemoral approach. During valve deployment, the delivery system balloon burst. The valve was able to be fully deployed. It was decided to remove the delivery system through esheath+ but it was not possible due to the nature of the rupture of the balloon. It was observed that the distal tip of the esheath was split. A catheter was used to aid the insertion of delivery system through esheath+, but it was not possible. Finally, it was decided to performed a surgical cutdown to remove the devices and a femoral bypass was performed. The patient was noted to be in stable condition after the procedure, recovered very well and was discharged.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.